Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding from the neck during tunneling. Physician was able to cauterize the bleed to stop the bleeding. This resolved the issue.